Manufacturer narrative:
Product complaint #: (B)(4). 510k: this report is for an unk - screws: lag/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the screw inserter won't connect to the tfna lag screw correctly. The blade/screw guide sleeve is bent so the lag screw won¿t go through correctly. No patient was involved. This complaint involves three (3) devices. This report is for (1) unk - screws: lag. This is report 3 of 3 (B)(4).